Event description:
It was reported that the device exhibited intermittent ventricular capture. Transtelephonic monitoring two weeks previous revealed capture every other beat during the magnet and non-magnet strips. Capture thresholds were 3.75 v and the device had been programmed to 4.50 v. The patient was being seen at three month intervals and since the device had been reprogrammed to 50 ppm in ddd mode, there were no more episodes of intermittent capture.